Manufacturer narrative:
Pump passed the rewind, displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 425 mg/dl, which was treated with manual injection. Customer reported that reservoir compartment was cracked and declined troubleshooting for no delivery as customer believed that the reservoir damage was the reason for no delivery. Customer was advised that insulin pump would need to be replaced.